Manufacturer narrative:
The involved device was sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicating that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of six products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as te complaint device underwent water permeability testing a 120mmhg as per iso 7198. The test results indicated a value well within product specifications. The investigation is still on going. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a surgery performed on (B)(6) 2013, bleeding occurred from the graft. The graft was used as an aortic arch-extracorporeal conduit with a flow rate, at times, of 3 1/min.